Event description:
It was reported that the tip of the implant broke off during insertion; it was not retrieved and nothing was put over top of the broken anchor. An additional three (3) anchors were used along side of the broken one. Rotator cuff procedure. Patient is doing fine to date. Post -op visit went well.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The investigation revealed that the anchor is broken-off at the transition between the hex and threaded portion of the anchor, and the hex has a vertical split. The break area shows signs of a combination of torsional and leverage force. Complainant's event typically caused by over insertion and or prying/leveraging the driver while the implant is still loaded and or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.